Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. A field service engineer confirmed with the customer that the device was working, and the failure had been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer 4 was not detected on the communication bus. The customer reported that they restarted and disconnected the pyxis twice for 5 minutes each time, but it still wasn't on the bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system drawer 4 was not detected on the communication bus. The customer reported that they restarted and disconnected the pyxis twice for 5 minutes each time, but it still wasn't on the bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.